Event description:
The lead was returned.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) went to the hospital after receiving two shocks. The ICD was interrogated and it was discovered that there was noise oversensing on the right ventricular (rv) lead resulting in pacing inhibition and inappropriate shock delivery. In addition, the pacing impedance measurement on this rv lead was above 2,000 ohms. A lead fracture was suspected. The patient did not experience any loss of consciousness and has an underlying sinus rhythm. The noise was present on the rv lead while the patient was talking, during arm movements and manipulation of the device in the pocket. A chest x-ray was performed and revealed that the rv and right atrial (ra) leads had also moved in the pocket. A revision was performed and difficulty was encountered when attempting to free the leads due to tissue encapsulation that occurred in the pocket. The leads were disconnected and diathermy was used to cut the tissue. The leads were explanted and successfully replaced. A visual inspection of the rv lead confirmed that there was a separation of the conductor coil. No additional adverse patient effects were reported as a result of the surgical procedure.

Event description:
Additional information was later reported that the gore covering for this lead had come off. No additional adverse patient effects were reported as a result of this occurrence.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis confirmed that the conductor coil was fractured on the proximal to the suture sleeve. In addition, visual inspection of the lead noted that the gore coverings were not missing from the shocking coils. More detailed analysis is currently being conducted to determine the root cause for the fracture. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Once the rv lead is returned and analysis completed, this report will be updated.

Manufacturer narrative:
The rv lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Initial analysis confirmed via x-ray and resistance testing that this lead was fractured on the proximal end of the suture sleeve tie down site. It was also observed that the gore covering on this lead was intact. Detailed analysis was then conducted to determine the root cause for the fracture. Based on the morphology and location of the fracture, we suspect that it was caused by fatigue of the conductor coil due to repetitive flexing of the lead while implanted. Analysis confirmed that the out of range pacing impedances, oversensing, pacing inhibition and inappropriate shocks were a result of a lead fracture.